Event description:
This device alerted eri on (B)(6) 2019. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Device was explanted and replaced on (B)(6) 2019. Upon receipt, the ICD history record was reviewed, documenting that the device performed as expected during manufacturing. The available ICD data was inspected. The inspection revealed that the ICD activated the eri battery status on (B)(6) 2019, which was followed by an automatically triggered home monitoring notification to inform the user. In a next step the ICD was interrogated, confirming the battery status eri. The device was implanted for 54 months and 21 charging cycles were documented. The ICD was subjected to an electrical analysis. First, the current consumption of the device was analyzed and found to be normal and as expected. Subsequently, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, the charging was aborted. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The electronic module was attached to an external power supply to check its functionality. There was no indication of a malfunction, particularly all therapy functions were available and worked as expected. Therefore, the battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion. In a next step, the battery was opened for destructive analysis. The inspection of the inner assembly identified damaged insulation, which led to an increased internal self-depletion within the battery and therefore to the clinical observation. In conclusion, an increased internal self-depletion within the battery led to the clinical observation.